Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent ams intexen placement on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient underwent removal of mesh on (B)(6) 2014 due to mesh exposure. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Patient code: (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, perinoeplasty and cystoscopy. It was reported that following insertion the patient experienced urinary frequency, inflammation, vaginal atrophy, nocturia and cystocele.